Event description:
The hcp reported the pt had been experiencing increased new pain and weakness "since unrelated back surgery." No volume discrepancy was noted. The roller study and dye study were reported to be ok.